Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the memory battery. System operates as intended.